Event description:
Pt's history dates back to 1979 when she had bilateral subcutaneous mastectomy for fibrocystic disease and intraductal papillomatosis. Postoperatively she developed capsular contracture for which she received several closed capsulotomies. In the last few years she has developed fibromyalgia whth numbness and tingling in the right fingers, cramps in the legs and numbness and tingling in the right leg and arm area. On physical examination she has a class ii contracture on the left. Xeromammogram examination shows that the implant is more likely to be ruptured than intact. A total capsulectomy is medically necessary because of the rupture, capsular contracture and potential system symptoms that may be related to her implants.